Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) made a screeching sound. There was no patient harm reported.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) made a screeching sound. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use. "Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts.¿ this report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).